Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an achilles speedbridge and fhl transfer surgery upon insertion of a single swivel lock from the speed bridge kit, the inserter wrapped itself around the screw and the mechanism seized. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-2324bcc). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided photo which displays a swivelock with a damaged tip. Refer to attachments. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion and/or improper bone prep. The bone quality of the patient and the information of the instrument used to prepare the bone socket for insertion of the implant were not provided. Per dfu-0087-eo revision 3, e. Warnings 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion.